Event description:
It was reported (medtronic employee met with doctor from (B)(6) during the (B)(4) meeting) that doctor expressed the concern and dissatisfaction with the model 5086 lead in terms of "high friction outer silicone" and "is a factor in causing cardiac perforations" the lead status is not applicable for this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.